Event description:
A nurse reported that the central nurse's station (cns) in the telemetry department's screen froze, then went black. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, nurse (B)(6) at (B)(6) hospital and clinics reported the cns (pu-621ra sn: (B)(6)) was operating normally, then froze and the screen went black. There was a "no input device" error message on the display. Investigation summary: the root cause is determined to be overheated cns due to reduced air flow/ventilation. The issue was resolved upon removing items which had been stacked around the cns. Additional device information: d11 & c2 concomitant medical devices: multiple transmitters were being monitored by the cns at the time of the device malfunction and were not the devices that experienced the failure. No model or s/ns were provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
A nurse reported that the central nurse's station (cns) in the telemetry department's screen froze, then went black. No error message was displayed. Nihon kohden technical support (nk ts) asked the nurse to get the biomed department on-site. The next day, nk ts called the telemetry department back to check in, and the nurse was not available. No one else in the department knew about any issue with the cns. The customer, on the phone, confirmed that all cns(s) in the telemetry department were functioning properly. They did not have a phone number available for biomed. On 2/5/2020 the biomedical engineer (bme) reported that the nurses had restarted the cns on their own, and the device was back up and running within the hour. The bme also stated that the nurses had stacked items around the cns which caused it to heat up by blocking the unit's air vents; the bme removed the items and has not experienced any further malfunctions. The issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: multiple transmitters were being monitored by the cns at the time of the device malfunction and were not the devices that experienced the failure. No model or s/ns were provided.

Event description:
A nurse reported that the central nurse's station (cns) in the telemetry department's screen froze, then went black. No patient harm reported.